Manufacturer narrative:
Initial reporter was getinge engineer. The correction of h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer corrected h3c if other provide code-explain: none. Getinge became aware of an issue with one of surgical lights ¿ vlt400df tk aim stp. It was discovered that the keypad was damaged. We decided to report the issue in abundance of caution as the issue can lead to contamination of sterile field. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. A getinge technician reported that failure was caused by using too much disinfectant liquid when washing the equipment after the procedure (the liquid flowing under the touch panel dissolved the glue fixing the touch layers). Therefore, the volista lighthead keypad was damaged by misuse during the cleaning. Getinge shall continue to monitor any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated the keypad was damaged. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.